Event description:
During the surgery, they tried to implant the inlay but it was possible to impact in correctly, they tried with a second inlay, also unsuccessfully. The surgery was completed changing the cup and suing a new liner. MFR ref #: 3005180920-2014-00187.